Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. Review of the submitted log files confirmed the brief intentional pump stop. The controller event log file contained events from 28oct2025 through 07nov2025. Review of the events from the reported event date of 07nov2025 revealed an intentional pump stop. The pump stop lasted approximately 2 seconds, following which, the pump regained speed and resumed normal operation without issue. Low flow alarms were captured during the pump stop, and a single low flow alarm was captured prior to the stop. The log file also contained routine power source exchanges and pi events. No other notable events were captured. The pump appeared to function as intended for the duration of the log file. The patient remains ongoing on heartmate 3 left ventricular assist system lvas, serial number (B)(6) . No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU lists infection as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. The IFU also lists infection as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Care instructions in regard to preventing infection are provided in various sections of the instructions for use. Section 1 also provides an explanation of each of the pump parameters, including pump flow. Section 4, ¿system monitor,¿ states to use the pump stop button to turn off the pump. To use this feature, press and hold the pump stop button while the pump stop countdown counts down from 10 to 1, then a stopping pump message will be displayed. This section further states that the pump stops within the first few seconds of holding down the pump stop button. However, if the button is released before the countdown is complete, the pump resumes at the previously set mode and speed. Section 4 also explains that the low flow hazard alarm occurs when pump flow is less than 2.5 lpm. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Changes in patient conditions can result in low flow. Section 5 of the patient handbook and section 7 of the IFU provides information on system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for analysis following the patient having had a low flow event and a pump stop during an incision and drainage (I & d) of their driveline. The patient was admitted on (B)(6) 2025 and discharged on (B)(6) 2025 following treatment for a driveline infection consisting of antibiotics and I&d. Cultures identified included pain aerobic culture and light growth staphylococcus caprae. The gram stain result was abnormal, and there were no polymorphonuclear neutrophils (pmns), no organisms seen. It was noted that there was 1+ gram positive cocci in pairs. The log files captured a low speed, low flow, and left ventricular assist device (lvad) off events on (B)(6) 2025 at 17:20. This pump off event was caused by someone pressing the pump stop button on the monitor as "intentional pump stop¿ was in the log file. It was pushed several times consecutively (4) which caused the event to last about 15 seconds. This pump stop event was reportedly caused by the button being pressed inadvertently, and the patient did not experience any adverse impact due to the pump stop.